Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after receiving a battery out limit alarm. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 500 mg/dl. The customer treated their blood glucose with the insulin pen. The customer declined to troubleshoot for their high blood glucose. Customer stated their high blood glucose was caused by the customer disconnecting from the insulin pump due to the battery out limit alarm. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.